Event description:
The patient underwent a l2 - s1 surgery (decompression adjacent to tlif). During the procedure, 4 decompressive passes were completed with the baxano io-flex system at left l2/3, left l4/5, and bilaterally at l5/s1. The baxano ipsi probe ws used to pass the baxano wire out the foramen at disc level, and the baxano neurocheck device was used to confirm safe positioning dorsal to the nerve root. The baxano 7.5mm microblade shaver was then use to complete the decompression. The patient did well for 24 hrs. After surgery but complained of thigh pain at one day post-op. Patient had pain and weakness on the left side indicative of psoas syndrome, and MRI confirmed a psoas hematoma. On (B)(6) the l3 segmental artery was embolized. Hematocrit continued to drop and patient was unable to bear weight on his leg. Patient had a delayed pseudo-aneurysm rupture and was transfused. As of (B)(6), the patient had been discharged 1.5 weeks and was undergoing rehab. Patient continues to not be able to bear weight on his leg (likely due to blood in the psoas), but surgeon believes leg pain will eventually resolve.